Manufacturer narrative:
On 03/21/2017, the customer's blood glucose was reported to have dropped back down to the target level and the issue was resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl and insulin injections were administered to address the bg level. The customer did not know the cause of the high bg. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the event and had advised the customer to discuss the high bg with a healthcare provider.